Manufacturer narrative:
The engineer provided the analysis findings, which shows that the asystole alarm did sound at 06:02, thereafter the alarm condition was no longer present, the red asystole audible alarm ceased to sound, but the alarm visual redness of asystole persisted. A new asystole alarm condition appeared at 06:24, but the previous alarm was not validated, so no audible alarm was emitted. It was recommended to avoid this pattern again, acknowledge the red alarm using the silence button as soon as possible in order to alarm again if the same alarm condition reappears. There was no problem detected with the device as the alarms were present. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx450 patient monitor did not generate an audible asystole alarm for the patient in room ch4 on (B)(6) 2023 at 06:24. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.